Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization for diabetic ketoacidosis while using the ilet. This situation can result in acute metabolic decompensation requiring urgent treatment and is consistent with the reported hospitalization and treatment with IV insulin and insulin injections. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia on the reported event date beginning after a supply change, which is consistent with the reported use error of not removing the needle guard from the teflon infusion set, resulting in insufficient insulin delivery. Based on available information, the event was attributed to use-related supply change error and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia, with blood glucose reported as high as 750 mg/dl, resulting in hospitalization for dka. The user was treated with IV insulin and insulin injections and was discharged on (B)(6) 2025. No long-term health effects were reported.